Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
The manufacturer representative reported that there were telemetry issues and an implant overdischarge was suspected. A review of the six most recent recharging sessions showed that the patient had an average of zero coupling and each session was between 18 and 40 minutes. Troubleshooting involved using the antenna locator feature and resulted in a power on reset being displayed on the recharger which then led to the normal recharging screen. The patient had attempted to charge on the past wednesday and last felt stimulation on the past saturday. They were now getting eight coupling bars and it was reviewed how to clear the power on reset condition. The indications for use were spinal pain and failed back surgery syndrome. Additional information received from the representative reported that the patient had recharged and was doing fine. Additional information received from the attorney reported that the stimulator was warranted for a nine year device life and the stimulator failed before the expiration of nine years. It was stated that the stimulator was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.